Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following full deployment of the valve, slight conduction disturbance was observed. Moderate-severe paravalvular leak (pvl) was observed, requiring a post-implant balloon aortic valvuloplasty (bav) to address the pvl. Following the bav, the pvl was observed to have decreased to moderate severity, however a complete heart block (chb) occurred. A high gradient with a peak-to-peak difference of 140 millimeters of mercury (mm hg) was also observed. A temporary pacing catheter was re-inserted to address the chb, and several days of observation following the procedure were planned. Per the physician, the patient's severely calcified anatomy contributed to the pvl.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.